Manufacturer narrative:
The hillrom technician found the front wheel needed to be reapplied and tightened. Per the hillrom user manual, liko mobile lifts must be inspected at least once per year. According to the periodic inspection (3en371001-rev 5) for mobile lifts, the following shall be checked: castors - wheels: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this lift in october 2019. It is unknown if the facility performed any other preventative maintenance on this lift. The technician reapplied and tightened the front wheel to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the front wheel of the lift fell off. The lift was located in the repair cage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).